Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1020961. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6), 2021, nurses in hospital found fluid leakage when the patient received intravenous infusion with a closed indwelling intravenous needle due to postoperative chemotherapy for esophageal cancer. After the discovery, the same batch of new products from the factory were replaced in time and the patient continued to receive intravenous infusion treatment without any impact on the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, nurses in hospital found fluid leakage when the patient received intravenous infusion with a closed indwelling intravenous needle due to postoperative chemotherapy for esophageal cancer. After the discovery, the same batch of new products from the factory were replaced in time and the patient continued to receive intravenous infusion treatment without any impact on the patient."